Event description:
In 2008, the pt reported that he received an e4 (occlusion) error on his infusion device at 4:20pm. He stated that he changed his insulin cartridge, infusion tubing, and infusion site and cleared the error. He stated that at 4:40pm, his blood glucose was elevated to 223 mg/dl and he bolused 2 units of insulin. His normal blood glucose range is 80-120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.